Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: nexgen all poly patella, #00597206532, lot #63604760; nexgen lps femoral component, #00599601602, lot #63525945 and nexgen nonaugmentable stemmed tibial component #00598603701, lot #63628842. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon could not fit the insert into tibial tray during a total knee replacement. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a provided photo. The picture showed a damaged articular surface. The dovetail feature looked compressed on one side. The tip of the dovetail is also heavily gouged and scratched. Blood can be seen in the locking rail on one side on the posterior-lateral portion of the articular surface. The insertion notch also seems to be gouged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the damage observed on the returned component, the root cause can be attributed to improper positioning (misalignment) of the articular surface with respect to the tibial base plate during implementation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.